Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.

Event description:
Customer reportedly received results of "13+" mmol/l and "6+" mmol/l within 3 minutes on the aviva expert system. The exact readings were unknown. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, the test strips are not available to return.